Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2021 it was reported that the flow through the patient's device gradually decreased from 4.8 to 4.0 liters/ minute (lpm) despite increases in rpm. The power went from 4.0 to 4.9 watts. The pump was exchanged.

Manufacturer narrative:
Section a: patient weight and gender were requested but not provided . Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between the device and the reported events cannot be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable cut approximately 6¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief were returned detached from the device. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture fluctuations in flow that corresponded to several increases and decreases in set speed. Additionally, the file captured transient low flow values in the last 30 minutes of captured data. It is unknown if these low flow values resulted in alarms as the corresponding controller event log file data was not submitted for review and no low flow alarms were reported. The pump appeared to function as intended with stable temperature, rotor displacement, and rotor noise values. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Although no low flow alarms were reported, this section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had hematuria and flows kept dropping despite the increase in speed. The patient also seemed to have a clot in the left ventricular cavity however, there was no one specific diagnosis.